Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistulagram procedure, the access wire tip detached within the patient's right upper arm fistula. The physician was acquiring access to the fistula for fluoroscopic imaging purposes when the access wire tip detached. A vascular snare device was used to successfully retrieve the wire tip from the patient's fistula. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found. Corrective actions are in process.